Event description:
On (B)(6) 2026, a (B)(6) patient underwent a thrombectomy procedure using the matrix system of devices. The patient was previously placed with a l sfa stent. Clot was found within the stent and the physician decided to use the matrix system of device as treatment. The sheath placed without any problems noted. While helping the tech prep the mt on the back table, dr. Sanders asked to fluro the leg. At that point the staff noted the marker band was no longer on the sheath. It was free floating in the sfa. After multiple attempts to retrieve it, the marker flipped into the profunda. The only way to remove it was to crush it with micro bronchoscopy forceps & pull it out of the patient. The patient was placed on ekos and transported to ICU post op.

Manufacturer narrative:
Manufacturing reference number: (B)(4). The device has been returned to the manufacturer and is pending evaluation. Upon completion of the investigation, a follow-up report will be submitted. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number.